Event description:
The customer reported via phone call that the infusion set broke off in the customer's body, leading her to be hospitalized. She stated that she ran out of insulin on the night prior, went to do a set change, and left the blue inserter needle in her body when she fell back asleep. She stated that when she woke up, the blue plastic part was in her underwear, and she could not find the needle. The customer's blood glucose was 214 mg/dl at the time of incident. She stated that the doctors were unable to locate the needle. It was found that the cannula was still intact upon its removal. Her blood glucose was 170 mg/dl at the time of hospitalization. She stated that the introducer needle had fractured but could not visibly see the needle. She advised that she would return to the hospital when she was able to feel the needle and remove it. Ultrasounds and x-rays could not detect the needle. She stated that there was nowhere else the needle could be but in her body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.